Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the guide wire separated during advancement into a fistula with an acute bend located in the pt's arm. A snare device was used to remove the separated portion of the guide wire. The removed distal portion was noted to have bumps on the guide wire surface. No additional event or pt information is available.